Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with vertebral compression fractures (vcf) and underwent balloon kyphoplasty (bkp) surgery. During surgery, when the surgeon put the balloon into vertebral body and began inflating it, the balloon ruptured. No fragments of the alleged balloon remained in the patient. No patient symptoms or complication were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual inspection did not reveal any visible damage to the shaft of the balloon of the ibt. Functional evaluation revealed that the bone tamp balloon will not inflate when injecting the ibt with fluid. The fluid would not pass through the shaft/tube to replicate the inflation of the balloon. Possible contrast left in tube causing the blockage. Root cause of the malfunction could not be determined. If information is provided in the future, a supplemental report will be issued.